Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) or (B)(6) 2020.

Event description:
It was reported that the patients ipg stopped accepting a charge. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible. The patient was doing well postoperatively and the explanted ipg will not be returned.